Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump alarmed motor error, and it may have been exposed to magnetism. No further info was provided.